Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, additive abnormality was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter address: state is unknown; nj has been used as a placeholder. G5. Multiple 510k: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to dirty condensation within the tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of dirty condensation within the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.